Event description:
Information received from an optometrist in another country. The optometrist reported a patient wearing acuvue oasys lenses on an extended wear schedule was seen with a mid-peripheral corneal ulcer in the right eye in 2006. The patient presented with pain, foreign body sensation, photophobia and redness. The optometrist suspected this was an infectious corneal ulcer. The optometrist said the patient was referred to a hospital eye department for treatment. Additional information was requested from the optometrist and the hospital. No additional information has been received.

Manufacturer narrative:
Device labeling single use or reuse.